Manufacturer narrative:
This is an update to report 9616099-2016-00362 to provide additional information. As reported, the patient underwent placement of an optease vena cava filter. The filter was implanted to treat deep vein thrombosis of the left lower extremity with failure of anticoagulation. The indications, risks, benefits, and alternatives, including misplacement and contrast nephropathy and allergy were explained to the patient. Filter migration was also explained. Informed consent was obtained. The insertion was done from the right internal jugular approach, a venacavogram was performed, it demonstrated no thrombus within the inferior vena cava (ivc) and a diameter of less than 28 mm. The filter was deployed over the level of the l1 vertebral body. The reported event notes implantation of the filter on or about (B)(6) 2011, however, the attempted retrieval date is unknown at this time. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, perforation and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt remains uncertain. Incorrect orientation and vessel injury are well known known potential complications for all ivc filter implants and are listed in the instructions for use (IFU) as such. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters . Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.